Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the euphora rx ptca balloon catheter survey results from an interventional cardiologist in practice 5 years. In the past 12 months the physician has used euphora rx 100 times and euphora rx (other intermediate sizes) were used the following complications adverse events/effects were encountered using the euphora rx product over the last 12 months: 1 mi event was related to a pre-existing condition or comorbidity; 5 restenosis and 1 mi events were related to the procedure but not directly to euphora rx.